Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Neither air nor water at the output of the endoscope was observed due to a clogged nozzle. Air leak inspection did not show any water leakages. The bending section cover glue was worn out. The connecting tube had a slight crease and a crushing. Switch one (1) button had slight wear and tear. The light guide rod lens was chipped. The scope connector electrical contact was slightly discolored. The angulations were out of specification. The insulation resistance value was out of specification. There was a complete loss of the image function due to an aged charge-coupled device sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air or water flow on the evis exera iii gastrointestinal videoscope was weak. The issue was detected during reprocessing not during a procedure. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the nozzle which was clogged by the foreign material. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the foreign material was not removed from the nozzle during reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "operation manual: preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: reprocessing the endoscope (and related reprocessing accessories): precleaning the endoscope and accessories: flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.